Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at nominal pressure for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.